Event description:
It was reported that the patient was hospitalized with "toxic encephalopathy". As a result, the patient experienced mental confusion <(>&<)> sedation. The cause of the event was reported as "over-use of medication and narcotics" and "use of systemic medication". The patient described the symptoms as being "sick all summer long from the pump". The patient indicated a desire to have the pump removed and a new pump placed. The healthcare provider (hcp) reported the patient was hospitalized, however there were no interventions performed due to the event, and the patient "recovered without sequelae" the medications in the pump were hydromorphone, baclofen and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, type: catheter. (B)(4).